Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (concentration and dose unknown) via an implanted pump for spastic cerebral palsy. It was reported the intrathecal pump was replaced on (B)(6) 2021 due to normal end of battery life and a catheter revision occurred. Further information was not provided regarding the catheter revision.